Event description:
On (B)(6) 2012, the patient contacted animas to report elevated blood glucose reading between 200 mg/dl and 600 mg/dl. His blood glucose reading has been elevated with sign of ketones since (B)(6) 2012. The patient's doctor advised him to go to the ER but the patient declined. Since the elevated blood glucose readings episode, the patient has been off of insulin pump therapy and is on his backup plan. Troubleshooting revealed the time was off by one hour. The basal rate was the same for 24 hours and reportedly would be affected by the incorrect time. The total daily dosage for basal and bolus insulin added up correctly. There were several incomplete bolus dosages that were cancelled on and (B)(6) 2012 due to use error and occlusion alarms. When the patient changed the infusion site on (B)(6) 2012 at 12:16 am, there was a bent cannula issue. The patient and educator acknowledges that the issue leading to the blood glucose excursion is not due to a pump malfunction but use error involving unchecked cancelled bolus dose, bent cannula, and scar tissue. In addition, the patient has not been testing his blood glucose regularly due to financial difficulties. This complaint is being reported due to use error and because the patient had elevated blood glucose above 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.